Event description:
It was reported that the lead exhibited low impedance following a mitral valve replacement and tricuspid annuloplasty procedure. The impedance dropped from 790 ohms to 290 ohms. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.